Event description:
It was reported that during use of the bd vacutainer® sst¿ blood collection tubes the sample had fibrin clots. The following information was provided by the initial reporter, translated from chinese to english: the customer complaint, during use this batch, waiting for the blood sample to completely coagulate, after centrifugation, the incidence of fibrin is still high, and the occurred rate is about 23%~45%.

Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Although fibrin is a normal component of the clotting process, there are steps that can be taken to lessen its negative effects on sample quality in both serum and plasma. Handling errors and pre-analytical variables that lead to fibrin formation can be addressed to mitigate the effects and presence of fibrin.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the bd vacutainer® sst¿ blood collection tubes the sample had fibrin clots. The following information was provided by the initial reporter, translated from (B)(6) to english: the customer complaint, during use this batch, waiting for the blood sample to completely coagulate, after centrifugation, the incidence of fibrin is still high, and the occurred rate is about 23%~45%.